Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the suction function does not work at all due to clogged channel tube. The probable cause of the reported event is likely due to the foreign object was stuck in the forceps channel, resulting in decreased suction volume. However, a root cause could not be identified. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation foreign material was observed coming out of the distal end of the videoscope.